Event description:
The pt underwent a posterior lumbar fusion. A three (3) layer wound closure was performed using quill srs pdo, sizes 2-0, -0- and #1. Less than one (1) week post surgery, the pt's wound dehisced, requiring a secondary closure. During the second wound closure procedure, portions of the product were found loose and, as a result, were removed. It was also noted that this surgeon just began using quill srs products. In fact, this may have been one of his first experiences using the products.

Manufacturer narrative:
The date of event is estimated. The implant/explant date is estimated as (B) (6) 2008. Two (2) other products were also reported. The product info is as follows: model/catalog #: ra-1030q, lot #: m363850, expiration date: 04/30/2010, device MFR date: 04/2008; model/catalog# ra-1031q, lot#: m360710, expiration date: 04/30/2010, device MFR date: 04/2008. All other product info recorded on this form is applicable to all three (3) devices. Method, results: the device was not returned for eval conclusions: relevant portions of the device history record were reviewed for the finished good lot numbers reported. No relevant findings were noted during this review. (B) (4), (B) (4), size 2-0, pdo, (B) (4), size -0, pdo, (B) (4), size #1, pdo.